Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect did weak the posterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was full or main partly broken, the anterior bridge followed very quickly, first step by step and finally spontaneous. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did also contribute to the nail breakage. Patient¿s height and weight indicate that the patient is obese; furthermore a poor bone quality, osteoporosis and diabetes were reported. All these facts are listed as adverse effects in the IFU and did also contribute to the implant breakage. The nail breakage is attributed to patient conditions contributed by intra-operative implant damage. No non-conformity identified.

Event description:
The surgeon, reported via the representative that the patient had a hip fracture which was treated with a gamma 3 nail. The nail allegedly broke 6 weeks after the being implanted. The patient now requires revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The surgeon, reported via the representative that the patient had a hip fracture which was treated with a gamma 3 nail. The nail allegedly broke 6 weeks after the being implanted. The patient now requires revision surgery.